Manufacturer narrative:
Zoll medical singapore evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with customer report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted "no shock advised" for a simulated shockable rhythm. Complainant did not indicate that there was any patient involvement in the reported malfunction.